Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the boot sequence was 20 minutes long and then the programmer booted to an error. Further analysis revealed that the head connector was damaged and not functional on the printed circuit board (pcb). So the pcb was calibrated, the hard disk drive was reconfigured and software was reloaded. Concomitant products: product ID 2067l radiofrequency head; product ID 229047 analyzer. (B)(4).

Event description:
The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.